Event description:
It was reported that there was a gradual increase in the high voltage coil impedance of the right ventricular (rv) lead. The impedance was high and also varying, and an alert triggered. It was questioned whether the lead was fractured. The lead is still in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 implantable pacing lead (B)(6) 2013. 4598 implantable pacing lead (B)(6) 2013. (B)(4).